Manufacturer narrative:
Initial and final MDR (B)(4) device 1of 3. Patient city: valdelaguna. Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the spain. It was reported that the patient have been changed three infusion sets before due time as a result of untaping, tape was not sticking and the event occured on 09 mar 2026. No further information available